Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from a company representative. The patient's infection was not related to the device. The patient developed a mac (tuberculosis) infection prior to pump going to end of service (eos) so the patient was unable to have the pump replaced prior to eos occurring. There were no therapy or product issues. The patient was hospitalized in (B)(6) 2016 for this mac infection and thru (B)(6). The pump then went to eos in (B)(6) 2016. The patient's outcome was resolved. The infection improved and the patient had the pump replaced on (B)(6) 2016. The pump was used to infuse morphine 25 mg/ml at 3.2 mg/day.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and failed back syndrome. The date of the event was (B)(6) 2016. It was reported the patient was emotional and upset. The patient was in so much pain she could not run her business, work or get out of bed. In (B)(6) 2015, the patient had a total knee replacement. Computed tomography scan was not done prior to the surgery and it caused the infection to flare up again. The patient had been very ill because of this and was on chemotherapy. The patient was hospitalized and treated for her infection. The patient had a pre-existing condition. Many years prior to the pump the patient was diagnosed with mycobacterium avium complex (mac); a pulmonary infection. The patient was hospitalized related to complications with mac. In (B)(6) 2016, the pump died. The patient did not know if the pump was alarming because she was in the hospital and was so sick. The patient had symptoms of night sweats and pain. The patient wanted the pump replaced because it helped with her pain. The doctor would not fill or replace the pump at this time although the patient had been cleared by her primary care physician that the infection was under control. The pump had not been replaced. The patient was currently at home but was in pain since she did not have the pump therapy due to pump being at end of service (eos).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.